Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#serial#: (B)(6), implanted: on (B)(6) 2003, product type: catheter, product ID: 8709, lot#serial#: (B)(6), implanted: on (B)(6) 2003, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep) reporting that the patient was in a hospital and they need an updated identification card. The patient rep asked patient pump and catheter information. The patient rep mentioned that the tube was clogged and they were informed yesterday. The patient rep asked how often does the catheter need to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2025, the patient¿s representative reported that the patient was in the ICU (intensive care unit) due to an overdose. The caller stated that the patient was found unconscious; the patient was given narcan; and they responded to the narcan. On friday night ((B)(6) 2025), there was concern that the pump was failing or the tubing was damaged, so they turned the pump all the way down to the lowest rate. Per the caller, the ICU doctor wanted to know how much medication was in the pump and if a company representative needed to be present to do a dye study. The caller stated that there seemed to be some confusion about who could do what. The agent reviewed the company representative¿s role and recommended that the caller consult with the patient¿s healthcare provider¿s office for next steps. The agent provided the caller with the number for technical services for the healthcare provider to call if necessary.